Event description:
It was reported that when using the bd pyxis¿ medbank assistance was needed to access an item located in the qlock. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device involved in the incident, it was determined that assistance was required to reach an item in the recently installed qlock location (item ID: cbx89 hydrocortisone 1% cream). A technical support specialist connected to the unit and found zone 00 disabled. The zone was re enabled, and the customer was then able to issue the item successfully. No harm to the patient was reported. The system functioned as intended after the technical support specialist completed the investigation.